Manufacturer narrative:
The field service representative (fsr) replaced the temperature sensor for cardioplegia (cpg) and performed pm/release testing inspection with no further issues. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The technical support specialist (tss) reported that during preventive maintenance (pm) of the device, the cardioplegia (cpg) temperature was reading "00". There was no patient involvement.